Manufacturer narrative:
The product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 307 mg/dl. After troubleshooting with tandem technical support, the customer changed the supplies on the pump, a correction bolus was delivered via the pump.

Manufacturer narrative:
.